Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint, concerned a patient of unknown age, gender and ethnicity. Medical history and concomitant medications were not provided. The patient received human insulin (rdna origin) regular (humulin, specific type was unknown) from cartridge via reusable pen device (humapen ergo blue) subcutaneously for the treatment of diabetes mellitus beginning on an unknown date. Dose and frequency was not provided. On an unknown date after starting human insulin therapy, the patient was hospitalized because of high blood glucose (no units, values and ranges were provided). On an unknown date in (B)(6) 2019, the injection button was hard to press (pc number: (B)(4); batch/lot number: unknown). As of (B)(6) 2019, the patient was still hospitalized. Outcome for the event and information regarding the corrective treatment was unknown. Human insulin therapy was continued. Follow-up not possible as physician contact information was not provided and consent to follow-up via phone was denied. The operator of the device and his/her training status was unknown. The general model device duration and the suspect device duration of use were around five years as it was started on an unknown date in 2014. The suspect device status was unknown and if the device was returned, evaluation would be performed. The reporting consumer related the event and human insulin treatment whereas did not provide relatedness with the device. Update 13-mar-2019: documents received on (B)(6) 2019 and (B)(6) 2019 were processed together. Update 15-mar-2019: follow up information received on 13-mar-2019, included product complaint which was previously processed. No new adverse event information was added to the case. Edit 22mar2019: updated medwatch and european and (B)(4) (EU/(B)(4)) fields for expedited device reporting. No new information added.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint, concerned a patient of unknown age, gender and ethnicity. Medical history and concomitant medications were not provided. The patient received human insulin (rdna origin) regular (humulin, specific type was unknown) from cartridge via reusable humapen ergo ii (described as blue) subcutaneously for the treatment of diabetes mellitus beginning on an unknown date. Dose and frequency was not provided. On an unknown date after starting human insulin therapy, the patient was hospitalized because of high blood glucose (no units, values and ranges were provided). On an unknown date in (B)(6) 2019, the injection button was hard to press (pc number: (B)(4); batch/lot number: unknown). As of (B)(6) 2019, the patient was still hospitalized. Outcome for the event and information regarding the corrective treatment was unknown. Human insulin therapy was continued. Follow-up not possible as physician contact information was not provided and consent to follow-up via phone was denied. The operator of the device and his/her training status was unknown. The general model device duration and the suspect device duration of use were around five years as it was started on an unknown date in 2014. The suspect humapen ergo ii device associated with product complaint (B)(4) was not returned to the manufacturer. The reporting consumer related the event and human insulin treatment whereas did not provide relatedness with the device. Update 13-mar-2019: documents received on 07-mar-2019 and 11-mar-2019 were processed together. Update 15-mar-2019: follow up information received on 13-mar-2019, included product complaint which was previously processed. No new adverse event information was added to the case. Edit 22mar2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 03apr2019: additional information received on 03apr2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information for the suspect humapen ergo ii device associated with product complaint (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
No further follow-up is planned. Evaluation summary a patient reported that the injection button of their humapen ergo ii device was hard to press. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The patient used the device since 2014, which is beyond the approved use life. The user manual states the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this misuse is relevant to the event of increased blood glucose.